Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During day 2 of support, the automated impella controller presented a controller failure alarm. The controller was swapped. No patient harm was reported.

Manufacturer narrative:
The investigation for the console (aic) controller failure-red alarm has been completed. Data logs were reviewed finding the purge communication fails and never recovers. This triggers a pud communication loss controller failure as noticed in the complaint and the pud is power cycled multiple times. During future boot ups, the console is not able to complete boot up due to the lack of purge communication and continuously triggers the sw watchdog. The aic was returned for evaluation. This failure was reproduced repeatedly during testing. Replacing the pud pcb, the failure mode resolved. The original pcb was examined closer outside of the console and capacitor c9.1 was found to be broken and a fluid from an unknown source had leaked extensively over the board including the communication trace which is what caused the loss of communication. The controller failure was triggered by a loss of communication to the pud which was caused by capacitor c9.1 breaking and an unknown capacitive liquid leaking onto and corroding the pcb. Corrections to the initial MFR report: d2 common device name updated h5 should have been no.